Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze during a device interrogation and would not "boot off". The user removed the battery and re-installed it. Subsequently, the programmer would not go past the loading screen upon start-up, and displayed an error message. The power cord was then plugged into the wall and the unit rebooted. The issue was resolved, and the programmer remains in use. There was no patient involvement.